Event description:
It was reported that the device had a por (power on reset) following hv (high voltage) therapy delivery. The device was removed and replaced at the recommendation of technical services. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the following addendum was add to the analysis: the perimeter of the scsp was optically inspected after removing all of the surrounding components. No anomalies were observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and revealed that a por (power on reset) for firmware initiated a por with no reason code on (B)(4) 2011. A patient alert for device circuit error also occurred on (B)(4) 2011. Evaluation summary for: (B)(4) - the device was returned, analyzed and there was a firmware - message/code error. The analyst visual comment indicates firmware generated a power on reset with no reason, generated on (B)(4) 2011.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and revealed that a por (power on reset) for firmware initiated a por with no reason code on (B)(6) 2011. A patient alert for device circuit error also occurred on (B)(6) 2011. Evaluation summary for: (B)(4) - the device was returned, analyzed and there was a firmware - message/code error. The analyst visual comment indicates firmware generated a power on reset with no reason, generated on (B)(6) 2011.